Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they had a revision (B)(6) 2019. The patient had the device replaced as they had fallen, and had lifted their mother up more than once, as they were never told that they shouldn't lift more than 20 pounds. The patient stated that the ins was out of the pocket and that it was sticking out of the skin. No further complications were reported or anticipated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) stated that patient was told not to lift heavy object both due to surgical procedure (s/p) of interstim. A pocket revision was performed.